Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring = black customer returned insulin pump for alleged blank display, unexpected battery power loss, and insulin pump error found on (B)(6) 2022. Insulin pump passed displacement test, active current test, sleep current test, and active current test no unexpected insulin pump error noted during analysis. No blank display anomalies noted during analysis. The following power loss alarms/alerts were noted on event date: low battery alert [104] on (B)(6) 2022 09:30:00.000, replace battery alert [73] on (B)(6) 2022 19:01:00.000, replace battery now alarm [11] on (B)(6) 2022 19:32:00.000, and power loss alarm [6] on (B)(6) 2022 at 19:44:08.000, these alerts were expected. Verified the insulin pump alarmed insulin pump error on (B)(6) 2022 at 19:43:03.000, this was expected due to insulin pump shutdown. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. Test p-cap and reservoir locked properly into reservoir compartment during testing. Insulin pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor or force sensor. The following were noted during visual inspection: pillowing keypad overlay. No blank display anomalies noted during analysis, blank display not confirmed. Unexpected battery power loss not confirmed. No insulin pump error noted during analysis, insulin pump error not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. H6 (type of investigation, investigation findings and investigation conclusions code) code has been corrected and being submitted via this follow up report, which were not completely correct in the first follow up report.the product analysis summary (h10) submitted via first follow up report was not completely correct. Corrected product analysis summary is as follows:pump passed displacement test, active current test, sleep current test, and active current testno unexpected pump error 23 noted during analysis. No blank display anomalies noted during analysis. The following power loss alarms/alerts were noted on event date: low battery alert [104] on 08/19/2022 09:30:00.000, replace battery alert [73] on 08/19/2022 19:01:00.000, replace battery now alarm [11] on 08/19/2022 19:32:00.000, and power loss alarm [6] on 08/19/2022 at 19:44:08.000, these alerts were expected. Verified the pump alarmed pump error 23 on 08/19/2022 at 19:43:03.000, this was expected due to pump shutdown. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor or force sensor. The following were noted during visual inspection: pillowing keypad overlay. No blank display anomalies noted during analysis, blank display not confirmed. Unexpected battery power loss not confirmed. No pump error 23 noted during analysis, pump error 23 not confirmed.

Event description:
Information received by medtronic indicated that the customer reported power loss alarm and pump error alarm. Customer's father stated that the insulin pump stopped working. Customer was able to successfully clear the alarm. Customer received request to rewind insulin pump and was able to complete rewind for power loss alarm. Customer was able to complete pump error alarm but could not complete rewind. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.